Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during dwell 1 of 3 during pd treatment. The patient reported that fluid leaked from a hole in the patient line tubing. There were no alarms/warnings prior/after the leak. The film on the back of the cassette was not loose. Fluid was not discovered in the pump module area or on the external of the cassette. The patient was advised to continue the use of their cycler and to keep their tubing set and they will receive a return kit. Upon follow up, the patient verified no symptoms, adverse events, injuries, or require medical intervention was encountered as a result of the reported event. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during dwell 1 of 3 during pd treatment. The patient reported that fluid leaked from a hole in the patient line tubing. There were no alarms/warnings prior/after the leak. The film on the back of the cassette was not loose. Fluid was not discovered in the pump module area or on the external of the cassette. The patient was advised to continue the use of their cycler and to keep their tubing set and they will receive a return kit. Upon follow up, the patient verified no symptoms, adverse events, injuries, or require medical intervention was encountered as a result of the reported event. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.